Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user who stated that the brake was no longer functioning. When the end user was getting up from her bed, she grabbed the rollator which slid forward causing the end user to fall to the floor. The end user's right shin hit the brake causing a wound. The wound became infected requiring antibiotics. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.